Event description:
It was reported that when a patient presented for a follow-up, episodes of atrial noise reversion and at/af due to noise on the atrial channel was observed. The noise was reproducible with pocket manipulation. The patient was asymptomatic after the event. Further testing was recommended. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that episodes of auto mode switch and episodes of atrial noise reversion were observed. The noise was reproducible with pocket manipulation. No action was performed. The patient was stable and will continue to be monitored.